Manufacturer narrative:
The patient ID was filled inadvertently in the initial emdr. The patient is unknown and the field must be kept blank. Updated fields - b4, d8, e1 (event site state and telephone), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 the nurse reported that the alarm had occurred early that morning during the night shift and twice again during her current shift. Esp personnel verified that there was no blood or discoloration present in the helium tubing. Instructions were provided to perform an iab fill, press start, and recheck the helium tubing for any blood. They reviewed the nature of the alarm and discussed possible clinical causes. She mentioned that the patient had previously been ventilated with a peep of 10, which had since been reduced to 6. Esp personnel explained that the alarm was most likely caused by increased intrathoracic pressure associated with the higher peep. Esp personnel advised her to confirm that there was no blood or discoloration in the tubing, perform an iab fill, press start, and then reassess the helium tubing each time the gas loss alarm occurred.

Event description:
N/a.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had leak in the circuit alarm issue. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitations in e1 event site name and number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).